Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport m.r.I. Isp. On (B)(6) 2026, post the procedure, the patient complained of pain within the subcutaneous tunnel. Under fluoroscopy, the catheters placement was confirmed. Since the catheters placement was normal, contrast was injected manually through the port, revealing a leak midway along the catheter, so it was removed. After removal, the site of the leak was checked using saline, but the exact location of the rupture could not be identified. There was reported patient injury.